Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump with serial beginning (B)(6) experienced rapid battery depletion of approximately 5 percent per hour after full charge and restart, consistent with premature battery discharge in the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and review of device behavior. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The patient was advised on shutting down the device and proceeding with standard startup on the replacement, and to maintain current cgm pairing guidance as provided.